Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, it was reported that it was not possible to find a stable position to release the valve and the valve kept dislodging towards the ascending aorta. The deployment, dislodgement and recapture occurred five times. Of note, in regard to patient anatomy contributing to the deployments, it was reported that there was less calcification. Moderate to severe central aortic insufficiency was identified via aortography. During the five attempts, the patient became hemodynamically unstable, specifically hypotensive. Medication was provided. The system was removed and subsequently, a non-medtronic valve was implanted. A transthoracic echocardiogram (tte) identified mild insufficiency with the non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 20-dec-2022, UDI#: (B)(4), return date of valve: 2022-may-16. Analysis: the delivery catheter system (dcs) was discarded and not returned for analysis. The valve was received in the original packaging and original container jar. The valve was submerged in clear solution. The valve was discolored and showed evidence of blood contact. It appeared to be in a compressed state. Further visual evaluation of the valve noted all leaflets were slightly stiff yet pliable. The leaflets and tissue exhibited creases and imprints; conditions associated with the valve being in the crimped and loaded position for an unknown duration of time. As received, leaflet 1(l1) appeared partially opened while leaflets 2 (l2) and leaflet 3 (l3) were in a closed position. All commissures appeared intact. The valve was then submerged in warm saline. The valve appeared to maintain a crimped condition, primarily at the valve skirt. It did return to its original state. However, due to the returned condition of the valve, steady flow testing to assess against the central regurgitation allegation could not be performed. Conclusion: procedural video files were provided and an image review was completed. One video showed a contrast injection with the pigtail catheter placed in base of the non coronary cusp in a cusp overlap view prior to the valve being introduced into the body. Another video was of the fluoroscopic inspection of an evolut transcatheter aortic valve (tav) which confirmed a good valve load according to medtronic best practices. An additional video showed the evolut tav being deployed in a cusp overlap view and starting with the tav marker band placed mid pigtail which followed the medtronic best practices for the cusp overlap technique. As the valve was being deployed, at some point just beyond the marker band moving past the third node and the inflow of the valve beginning to flare open the inflow of the evolut tav, this valve suddenly migrated towards the ascending aortic position about the native annulus. It was not stated and was unclear as to whether or not controlled pacing was used during this stage of deployment for added stability to override the persistent arrhythmia stated in the patient history. No video evidence was provided to show the recapture attempt after the aortic migration of the valve, but this scenario was noted having occurred five times. It should be noted that according to the evolut tav instructions for use (IFU), once an evolut tav has been recaptured after a third failed attempt the valve should be recaptured and removed from the body and replaced with a new tav, delivery catheter system and loading system. Video evidence was provided to confirm 2 additional attempts being made to deploy the evolut tav with the same outcome of aortic migration of the tav frame above the native annulus basal plane, and both with the valve having been deployed no more than 80% which is the point to which one still has the ability to recapture the valve. One final video did show a non-medtronic balloon expandable valve being deployed and released with no adverse patient effects reported with this non-medtronic valve. As reported, the valve dislodged five times. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The cause of the reported dislodgement could not be conclusively determined with the information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported event indicated that the valve was attempted to be deployed and was recaptured 5 times. As per the evolut¿ pro system IFU; ¿the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ the recapture feature is a feature of the device that allows for additional attempts at accurately positioning the valve. In this event it was stated that the valve was recaptured 5 times, which is against the IFU instructions. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cause of the reported hypotension could not be determined from the information available. In this event, after the patient became hypotensive during the five deployment and recapture attempts, medication was provided, and the system was removed. The report of moderate to severe central regurgitation was unable to be confirmed with the video clips returned. Aortic regurgitation can be caors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause of the regurgitation could not be determined. It was then that a non-medtronic valve was implanted which reduced the regurgitation to mild. A review of the device history record (DHR) for the valve found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, it was reported that it was not possible to find a stable position to release the valve and the valve kept dislodging towards the ascending aorta. The deployment, dislodgement and recapture occurred five times. Of note, in regard to patient anatomy contributing to the deployments, it was reported that there was less calcification. Moderate to severe central aortic insufficiency was identified via aortography. During the five attempts, the patient became hemodynamically unstable, specifically hypotensive. Medication was provided. The system was removed and subsequently, a non-medtronic valve was implanted. A transthoracic echocardiogram identified mild insufficiency with the non-medtronic valve. No additional adverse patient effects were reported. Additional information was received that per the physician, the medtronic delivery catheter system did not contribute to the unstable hemodynamics, but rather the adverse event was procedure-related.